Event description:
The customer reported that during a case, the system displayed a generator communication error message and intermittently acted like it was performing fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connections for the power supply were reseated and the voltage output adjusted to 5.15 vdc. The loose ac power plug connections were secured and the motor arm tension was adjusted. The system was tested and found to be working as intended and put back into svc.